Event description:
The ge oec 9800 fluoroscopy system reportedly had a humming/vibration noise coming from the area of the x-ray activation switch. It was also reported that the image flickered and had "strange" motion. The facility also requested that the fse remove covers to assess for fluid leakage after a reportedly "extremely wet" procedure.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. The system was inspected, suspect loose cover may have caused reported vibration/humming noise. Flickering issue with monitor was unfounded. Customer also requested inspection of systems under the covers to assure no fluids infiltrated the system. Covers were removed and the system inspected for fluid ingress. There was no fluid contamination of any internal part, seals remained intact for what was reported as a "wet" case. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.